Event description:
On 09/20/2006 received copy of medwatch form from facility. The facility reported a foley catheter separated from tubing and bag when attempting to secure to the patient with tape. The foley catheter had to be removed and a different one inserted. The facility representative reported no patient injury. No additional information is available.

Manufacturer narrative:
The device has been received and currently being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information become available.